Manufacturer narrative:
The insulin pump was received with cracked/bleeding lcd glass, received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched keypad overlay, scratched reservoir tube window and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack at the top of the screen. The customer stated that the insulin pump had segments missing from the screen or that the display would black out. He did not know the blood glucose reading. He reported that the damage occurred when he fell while playing sports. Advised replacement of the insulin pump. Nothing further reported.